Event description:
9 raytec instead of 10 was found in the minor head and neck pack. Notified the mfg rep who confirmed we did not need to send the sample back. Manufacturer response for or head and neck pack, raytecs in minor head and neck pack (per site reporter).